Event description:
It was reported that device alarmed for intermittent communications module connection during use / out of box failure. During investigation confirmed the device alarmed for intermittent wireless module connectivity. This malfunction makes the event reportable. The event occurred during infusion and there was no adverse event.

Manufacturer narrative:
Device was initially received for the complaint that device alarmed for intermittent communications module connection during use / out of box failure. During investigation confirmed the device alarmed for intermittent wireless module connectivity. This malfunction makes the event reportable. Review of event log/alarm history was performed. There was no 12-month service history reported. The visual and functional testing was performed. The visual inspection was performed on the wireless communications module accessory to attempt to duplicate the reported issue of intermittent wireless connectivity. The reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a defective wireless communications module.